Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected conversion enclosure was returned, however analysis results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when starting up the system, they were getting 2 x's. The site restarted the imaging system four times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the enclosure power conversion board was completed by medtronic personnel. Testing found that a transistor on the board was shorted.